Event description:
It was reported that the right ventricular lead exhibited high thresholds and noise. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis found that the outer insulation was abraded and the outer coil exposed at 17.2 cm to 17.9 cm and 18.8 cm to 19.5 cm from the connector pin. The lead abrasion is consistent with that produced by friction to another device.